Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD),which is part of the shortened replacement window advisory (B)(4) 2007 population product advisory initially communicated on (B)(4) 2007, was explanted for normal battery depletion without allegation of premature battery depletion. There was difficulty with loosening a setscrew at explant. More than one non-ratcheting screwdrivers was applied without success. The boston scientific technical services consultant suggested utilizing a bone cutter and pushing out lead with a screwdriver. There was no report of adverse patient effect associated with these clinical observations.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing. The device setscrew allegation could not be confirmed because the device header was not returned with the device. Although evidence indicates external stress may have been a factor in causing the header to become disattached, the root cause of the abnormality is considered isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the device to header bond more robust. This information concludes this investigation. If new information becomes available, this report will be further evaluated and updated.